Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Currently, there have been no reported allegations nor is there objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. The exact cause of the patient¿s death remains unknown and cannot be determined with the available information. However, the patient¿s nurse stated the patient had several comorbid conditions and was hospitalized when the death occurred. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. Regardless due to the death occurring during a pd treatment, the device cannot be completely excluded.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this hospitalized patient expired during dwell 2 of a peritoneal dialysis (pd) treatment with the fresenius cycler. The nurse indicated the patient¿s death was not associated with the performance of the cycler. An additional follow-up call was made to the reporting nurse in attempt to gather more information about the nature of the event. However, the nurse was not able to provide specific patient details. The nurse stated the patent had several unspecified comorbid conditions. The nurse confirmed the patient expired on (B)(6) 2022but reported cause of death as unknown. However, it was stated the cycler was not retuned to manufacturer and the nurse reiterated the death was not related to the performance of the fresenius cycler. No other information was provided or available.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this hospitalized patient expired during dwell 2 of a peritoneal dialysis (pd) treatment with the fresenius cycler. The nurse indicated the patient¿s death was not associated with the performance of the cycler. An additional follow-up call was made to the reporting nurse in attempt to gather more information about the nature of the event. However, the nurse was not able to provide specific patient details. The nurse stated the patent had several unspecified comorbid conditions. The nurse confirmed the patient expired on (B)(6) 2022 but reported cause of death as unknown. However, it was stated the cycler was not retuned to manufacturer and the nurse reiterated the death was not related to the performance of the fresenius cycler. No other information was provided or available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.